Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The incorrect result was reported outside of the laboratory. The sample initially resulted with a troponin t value of 1011 ng/l and this value was reported outside of the laboratory. The doctor did not believe the result corresponded to the clinical state of the patient. A second sample was collected from the patient, resulting with a troponin t value of < 9 ng/l. The original sample was then repeated twice, each time resulting with values of < 9 ng/l. A third sample was collected from the patient, resulting with a troponin t value of < 9 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345850.

Manufacturer narrative:
Fields results and conclusion codes were updated.  Calibration and qc recovery were within specifications. The alarm trace showed no suspicious alarms for the date of the event. The investigation did not identify a product problem. The cause of the event could not be determined.